Event description:
Healthcare physician reported right side ¿capsular contracture, baker grade IV diagnosed on clinical exploration¿. Device remains implanted with explant surgery scheduled.

Manufacturer narrative:
Continued zip code: (B)(6). Continued phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare physician reported right side ¿capsular contracture, baker grade IV diagnosed on clinical exploration¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Observed crease sharp opening on radius assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
The device has been explanted.